Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pocket infection. Examinations found the patient did not have bacterial infection. The entire system including the pulse generator and leads was explanted and a new system was implanted on (B)(6) 2018. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.